Event description:
The device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt has had a recent increase in seizure activity. The reporter indicated that the increase in seizures is not above the pt's pre-vns baseline. The pt was reportedly pinched in the neck which may have caused the lead problem. Revision surgery was performed and it was reported that a break near a tie down was seen. Both the generator and the lead were explanted. A new vns system was implanted and the device was activated following the surgery.